Event description:
Nurse reported the primary infusion was running at a keep open rate and thought the pca solution was pooling in the extension tubing and at some point was pushed through and gave a bolus. The patient suffered respiratory distress and received IV narcan. The tubing was set up as follows: a 40" baxter extension set connected tot he venous access of a patient. Pca set model 10800173 is connected to the baxter extension set. The pca set is connected to the primary infusion and the pca syringe. No product was saved or sequestered for this event. No further patient or event information is available.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Unable to determine the cause of the bolus. Reporter indicated that the device or IV set was not saved or sequestered, so no evaluation could be performed.